Event description:
It was reported that a female patient underwent primary breast augmentation with an unknown size unknown saline implants smooth and experienced right side breast implant deflation postoperatively. As a result, the patient underwent right side explantation and replacement with similar mentor prosthesis on (b)96) 2007.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: right deflation. Manufacturer¿s reference number: (B)(4).